Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2012-05822, 1627487-2012-05824, 1627487-2012-05825. The patient has four leads (from different lots) for off-label use. It was reported one of the leads has eroded through the skin. The doctor plans to explant the patient's scs system on a late date.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to he patient's physician regarding medical history.